Event description:
The reporter stated that the surgeon inserted an implantable collamer lens model icm120v4 in 2008. The lens is vaulting excessively causing a narrowing of the angle and shallowing of the anterior chamber depth and the patient's post op va 20/50 which is resulting in a refractive surprise. Doctor is deciding on the correct diopter to replace this lens with and will remove this lens at a later date. Patient has diabetes which is a contraindication for this type of surgery. The patient has a very dark iris. Further information has been requested, but none forth coming. If more information is received, a supplemental will be sent.

Manufacturer narrative:
At the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.